Event description:
The customer reported that the pump can't keep the charge. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the defective battery was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.